Manufacturer narrative:
Additional information became available on 21 january 2026. The event description has been updated accordingly.

Event description:
It was reported by the prestataire that the patient's blood sugar declined to 52 mg/dl while wearing the pod between 5 and 24 hours on the arm. The patient set a low blood glucose alarm at 0.70 g/l (70 mg/dl) and no alarm occurred when the patient had a blood glucose level of 62 mg/dl, resulting in tremors and a loss of consciousness. It was reported that there was either no alarm, or the alarm was inaudible. The low blood glucose alarm was reported to only alert as the blood glucose level drop to 0.55 g/l (55 mg/dl). Samu (emergency medical services) was called on (B)(6) 2025 and the patient regained consciousness during the call. The patient's husband provided sugar per samu guidance. The call to samu lasted for 15 minutes, and no further treatment from samu was provided. The patient also experienced a communication issue between the continuous glucose monitor (freestyle libre 2+) and the pod following hypoglycemia at 52 mg/dl. The pod was placed next to the freestyle libre 2+ sensor, and the sensor was worn between 4 and 24 hours. The pod was worn at the time of the call to samu. The pod was then removed, and a new pod was applied. It was reported by the prestataire that the patient has since recovered. Additional information was received on 09 january 2026, 16 january 2026, and 21 january 2026. The event description has been updated accordingly. Abbott has been informed of this event on (B)(6) 2025. Updated information has been sent to abbott on (B)(6) 2026. The associated pdm is reported in (B)(4) (FDA MFR report # 3004464228-2025-62288 / ansm reference no (B)(4)).

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of 05dec2025-06dec2025 was downloaded and reviewed. Review of the cloud data found that multiple records for low and high glucose libre 2 reminders as well as urgent low glucose alerts were generated during this period. These alerts were correctly generated when conditions were met. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. Instances of temporary sensor errors, indicated by estimated glucose values of -2, were observed on both days, with each day having a long enough stretch to put the system into automated mode: limited. It could not be determined if the application was able to send sound commands to the android operating system of the controller without log files and it cannot be determined if there were any issues with the speaker of the controller that would prevent generation of sounds. The exact cause of the reported inaudible alerts and pod-sensor connection issues could not be determined.

Manufacturer narrative:
Additional information was received from the french prestataire, b5 has been updated.

Event description:
It was reported by the prestataire that the patient's blood sugar declined to 52 mg/dl while wearing the pod between 5 and 24 hours on the arm. The patient set a low blood glucose alarm at 0.70 g/l (70 mg/dl) and no alarm occurred when the patient had a blood glucose level of 62 mg/dl, resulting in tremors and a loss of consciousness. Based on additional information received from the prestataire, the patient felt very unwell during the night, which woke her husband. The patient's husband went to get her some sugar, realizing she was hypoglycemic. Meanwhile, the patient reportedly tried to sit up in bed and fainted. It was initially reported that there was either no alarm, or the alarm was inaudible. The prestataire later confirmed that there was no alarm that sounded from the pod or pdm. The low blood glucose alarm was reported to only alert as the blood glucose level drop to 0.55 g/l (55 mg/dl). The patient's husband called the samu (emergency medical services) on (B)(6) 2025), who instructed to give sugar to the patient (amount of sugar taken by the patient was not reported). The patient regained consciousness during the call. According to the prestataire, a few dozen minutes later, the patient reportedly felt better, and the prestataire confirmed there was no emergency medical service intervention at the patient¿s home. According to the prestataire, the patient did not go back to sleep afterward, fearing another hypoglycemic episode. The patient also experienced a communication issue between the continuous glucose monitor (freestyle libre 2+) and the pod following hypoglycemia at 52 mg/dl. The pod was placed next to the freestyle libre 2+ sensor, and the sensor was worn between 4 and 24 hours. The pod was worn at the time of the call to samu. The pod was then removed, and a new pod was applied. According to the additional information received from the prestataire, the patient is now "doing well'. The prestataire confirmed the patient switched continuous glucose monitoring sensor model from freestyle libre 2+ sensor to dexcom g6 sensor the following morning. The prestataire also confirmed this type of event has not reoccurred with controller (B)(6) or with any other pod for this patient. Additional information was received on 09 january 2026, 16 january 2026, 21 january 2026, and 24 march 2026. The event description has been updated accordingly. Abbott has been informed of this event on 16 december 2025. Updated information has been sent to abbott on 19 january 2026 and 09 april 2026. The associated pdm is reported in cn-5938642 (FDA MFR report # 3004464228-2025-62288 / ansm reference no (B)(4)).

Manufacturer narrative:
Additional information was made available on 16 january 2026. Event description has been updated in section b5.

Event description:
It was reported by the prestataire that the patient's blood sugar declined to 52 mg/dl while wearing the pod between 5 and 24 hours. It was reported that no alarm occurred when the patient had a blood glucose level of 62 mg/dl, resulting in tremors and a loss of consciousness. (B)(6) (emergency medical services) was called. The patient also experienced a communication issue between the continuous glucose monitor (freestyle libre 2+) and the pod following hypoglycemia at 52 mg/dl. The pod was also reported to fall off from the infusion site (arm), causing the cannula to dislodge. Additional information was received on 09 january 2026. It was reported that the patient set a low blood glucose alarm at 0.70 g/l (70 mg/dl), and the omnipod system did not alarm when her blood glucose level dropped below the set threshold. Additionally, it was reported that there was no high blood glucose alarm when their blood glucose levels rose to greater than 2.40 g/l (240 mg/dl), despite the alarm being programmed at 2.40 g/l. Additional information was received on 16 january 2026. It was reported that there was either no alarm, or the alarm was inaudible. When the patient experienced low blood glucose, the patient's husband provided sugar per (B)(6) guidance. The call to (B)(6) lasted for 15 minutes, and no further treatment from (B)(6) 2025 was provided. Abbott has been informed of this event on 16 december 2025. Updated information has been sent to abbott on 19 january 2026.

Manufacturer narrative:
Additional information was provided on the event. The patient was treated by (B)(6) (emergency medical services) for a day.

Event description:
It was reported by the prestataire that the patient's blood sugar declined to 52 mg/dl while wearing the pod between 5 and 24 hours. It was reported that no alarm occurred when the patient had a blood glucose level of 62 mg/dl, resulting in a loss of consciousness. Emergency services was called. The patient was treated by (B)(6) (emergency medical services) for a day. The patient also experienced a communication issue between the continuous glucose monitor (freestyle libre 2+) and the pod following hypoglycemia at 52 mg/dl. The pod was also reported to fall off from the infusion site (arm), causing the cannula to dislodge. Abbott has been informed of this event.

Manufacturer narrative:
Additional information was received on 09 january 2026. Section b5 has been updated accordingly.

Event description:
It was reported by the prestataire that the patient's blood sugar declined to 52 mg/dl while wearing the pod between 5 and 24 hours. It was reported that no alarm occurred when the patient had a blood glucose level of 62 mg/dl, resulting in a loss of consciousness. Emergency services was called. The patient was treated by (B)(6) (emergency medical services) for a day. The patient also experienced a communication issue between the continuous glucose monitor (freestyle libre 2+) and the pod following hypoglycemia at 52 mg/dl. The pod was also reported to fall off from the infusion site (arm), causing the cannula to dislodge. Additional information was received on 09 january 2026. It was reported that the patient set a low blood glucose alarm at 0.70 g/l (70 mg/dl), and the omnipod system did not alarm when her blood glucose level dropped below the set threshold. Additionally, it was reported that there was no high blood glucose alarm when their blood glucose levels rose to greater than 2.40 g/l (240 mg/dl), despite the alarm being programmed at 2.40 g/l. Abbott has been informed of this event on 16 december 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient's blood sugar declined to 52 mg/dl while wearing the pod between 5 and 24 hours. It was reported that no alarm occurred when the patient had a blood glucose level of 62 mg/dl, resulting in a loss of consciousness. Emergency services was called. No information is available on the treatment provided. The patient also experienced a communication issue between the continuous glucose monitor (freestyle libre 2+) and the pod following hypoglycemia at 52 mg/dl. The pod was also reported to fall off from the infusion site (arm), causing the cannula to dislodge. Abbott has been informed of this event.